Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that after removal the electrode was too short. Customer's blood glucose level was 200 mg/dl at the time of incident. Customer stated that it does not stay in the body. The sensor will not be returned for analysis.